Manufacturer narrative:
Pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Unit received a64 alarm and no communication with test bg meter or carelink during selftest due to faulty y1 radio frequency board. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
It was reported that insulin pump had no communication. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that insulin pump unable download and unable connect with none of two bg meters. The insulin pump will be returned for analysis.